Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that the 'stimulator was on but not working'. Pt stated that they have not used it for a month or so, maybe more. Pt added that they turned the stimulation back on monday night and did not feel anything at all. Pt saw ins was 100% and communicator is 65%. Pt tried to increase the stimulation and saw the message 'therapy increase not available'. Pt stated they have only seen the hcp twice. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.